Event description:
It was reported that the bladder of a large volume intermate ruptured. This occurred during patient infusion of an antibiotic. The reporter stated that approximately 100ml of solution remained in the device. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: a batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was received for evaluation. Visual inspection identified a ruptured bladder. Microscopic inspection identified an abrasion on the interior surface of the bladder, near the rupture line. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 5, 2012 and april 6, 2012. Evaluation: the cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.